Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support decided to replace the pump, and the customer was informed that a replacement pump with updated software would be sent, with training available via their tandem source account. In the meantime, the customer opted to use multiple daily injections as a backup therapy. They were also instructed on returning the defective pump and understood the steps required upon receiving the new device.